Manufacturer narrative:
Continuation of d10: product ID 977a260, (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell down some stairs and landed directly on the battery. A connection check showed green and impedances showed all electrodes were within normal limits. The patient noted the implant felt hot while recharging since the fall. The patient stated that when he bends forward he feels a shock and when he goes back to upright the shocking stops. The stimulation was not in the correct location and he felt pain at the implant site. The patient confirmed that he was not feeling the massaging tingling sensation of the stimulator and that he was feeling a strong shock. The patient was reprogrammed and did not feel a shock after moving around. The patient mentioned that the ins was moving in the pocket after the fall. The issue was ongoing.